Event description:
Per the clinic, the patient underwent a revision surgery around the magnet site due to growth/bump at the site (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the revision surgery was performed under general anesthesia (specific date not reported). Additionally, the patient developed a seroma at the implant site, which was drained during the same procedure.